Manufacturer narrative:
Device passed the displacement test, self test, unexpected restart error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. The motor functioned properly during testing. No motor error alarm noted. Device was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during prime. Customer's blood glucose was 86 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.